Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to establish communication due to the device not being charged. Device was unable to establish communication with a patient programmer and a different charger as well. Surgical intervention is anticipated in the near future. No further information is available at this time.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The root cause is a depleted internal battery due lack of charge. Per event description, patient stopped recharging the ipg for unknown reason and became inoperable. Per document (B)(4), no product evaluation form was initiated. According to the review of prodigy MRI IFU, 37-5143, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿

Event description:
New information received states that patient stopped charging the device due to unknown reason. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.